Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a hakim programmable valve leaked at the valve body and was replaced by another. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at 140mmh2o. The valve was visually inspected: a tear/cut was noted in the needle chamber. A review of manufacturing records found the device conformed to specification when released to stock. The root cause for the tear/cut in the silicone housing is likely due to handling of the device. As noted in the IFU, silicone has a low tear / cut resistance. Previous investigation in to this issue found that silicone housing tears are not design related. In order for the housing tear to occur, the user has to compromise the silicone through a nick or tear in order for the event to occur. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated UDI (B)(4). It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.